Manufacturer narrative:
Device evaluation data: h3 - device evaluation: lens was returned in vial, in liquid, debris on product. Visual inspection found no visible damage to lens, debris on the lens. Dimensional and functional inspection found the lens within specifications. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11 - manufacturer narrative: icl may move out of its appropriate position, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. B5- a health care professional reported that an implantable collamer lens was implanted into the patient's eye right eye (od). The patient experienced refractive surprise and was described by the surgeon as "minimally hyperopic." An exchange has been scheduled for a later date per the patients request. If additional information is received a supplemental medwatch report will be submitted. Claim # (B)(4).